Event description:
Customer called to report a pod that did not seem to be delivering insulin. Customer stated that the pod made a loud clicking noise during the priming process. Customer wore the pod for approx 4-5 hours. When he placed the pod on initially his blood glucose (bg) was 149 mg/dl and when he removed it, his bg had risen to 308 mg/dl despite repeated insulin boluses. When customer removed the pod, he said there was a "rattling noise" inside the pod. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fully inserted the cannula due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.